Event description:
A nurse called on behalf of a foreign country's customer. She stated the customer's blood glucose was tested using the customer's breeze2 meter and a lab test. The breeze2 read 7.2 mmol/l (130 mg/dl), while the lab test gave a reading of 3.4 mmol/l (61 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.